Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm once in 4 days, ongoing) and amikacin injection (125mg once a day, ongoing) for peritonitis. Eight days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.